Event description:
Location: (B)(6) med CT ER dept. Dr. (B)(6) went in for muscle pain on right side of neck and blurred vision in one eye 10 days after a chiropractic adjustment. The ER (emergency room) administered a CT (computed tomography) scan. I did not have a protective cloak. My head was stuck in the machine. At the conclusion the tech rush in and said "are you ok?' I asked "what was that?" I received no reply. Immediately thereafter I suffered a reaction and after complaining to the nurse was given a nausea shot and discharged without being seen by the dr. The day after hives, skin appeared sunburnt, ears plugged and felt like I was underwater, eyes were dry. Several days later a hot burning pain developed in my stomach and intestines. I went the emergency room after 14 days of constipation. The day after the incident I reached out to hospital asking about radiation exposure and an overdose of contrast (I also believe I received the wrong type of contrast for the type of scan I received.) I received no response from the hospital. I went back in the treating dr the day after the incident and he prescribed a high dose of steroids without explaining why and without putting possible radiation it in the file. Next night I went back again, same facility and a different dr told me to stop the steroids after I had a reaction. I've spent months going from dr to dr. With symptoms. In june /july the memory lapses became noticeable, a MRI (magnetic resonance imaging) showed an acoustic neuroma(s) in my ear, another exam showed a deviated septum and cysts in my sinus cavity. A colonoscopy removed several bulbs. For the last 8 months I have had, headaches, worsening vision including bright light, extreme fatigue, memory loss, shortness of breath, tinnitus, hearing loss and nerve pain radiating from behind both ears and traveling through my jaw and neck and down my arms. In july I finally receive correspondence from the hospital that administered the scan indicating they completed their investigation and did nothing wrong. I apologize to the reader if I sound bitter. I am trying to do the right thing and reaching out to several agencies for help. The medical treatment I have received thus far is the result of my own research and tenacity. I need help. I'm tired of asking folks to do the right thing. I can't get effective treatment without knowing what happened. How sad is it that I was simultaneously relieved and distressed to get some medical confirmation of my issues. I suspect having not received any timely and mitigating treatment means my future holds more medical issues. Even worse, I suspect there are others like me out there that need help but don't know how to ask. Finally, if my request is not in your jurisdiction can you refer me to the appropriate state agency that can conduct an adequate investigation? Thank you for your time, (B)(6). Range: 6.3-24.9 mgy.dlp 239 mgy-cm w/o contrast u specified duration. Ctdlvol:47.6 mgy dlp 883 mgy-cm with contrast. Contrast 100ml isovue 370 contrast single rapid injection. Idk if these readings re correct. However, if the readings are correct then the length of exposure may be an issue, either that or human error. Also the combination of the high (and I believe incorrect) contrast dosage and the radiation may have exacerbated the situation.